Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer continued using the pump until the replacement pump arrived, while contacting the healthcare provider as needed for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.